Event description:
"Epidural catheter in place for spinal anesthesia. When going to remove catheter at end of case it appeared to snap off or break towards the insertion end. The remainder of catheter in pt was successfully removed by surgeon."